Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapling sleeve during a laparoscopic gastric bypass switch, the stapler was very loud sounding and only fired halfway, also the staple line was incomplete in the central part. They opened new stapler to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the handle noted no abnormalities. Evaluation of the eeprom noted that the code drive_motor_excessive_load_mode was present. This was indicative of a thick tissue application and could confirm the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The file was concluded to be a misuse of the product. Replication of the drive_motor_excessive_load_mode error codes may occur of the powered handle stops firing before the lower clamp reaches the distal end, which is likely due to the firing force reaching the upper design limit of the reload. This may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In either scenario, staples may not form properly and tissue may not be fully transected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.